Event description:
Drain was being removed by r.n. And a piece of drain broke off and remained inside the wound. Patient was taken to surgery to open incision and remove the retained portion of the drain.